Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was showing failed to open. Customer tried to recover the failed drawer but showed maintenance required, tried to reboot and shutdown the station by unplugged the power cord from the back of the station and reconnected plug but unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 was being detected as open when it was closed. A field service engineer inspected the unit and confirmed the inseparable and sensor were functioning properly, then identified that the retractor band cable at the module controller was disconnected. The cable was reseated correctly, resolving the issue. The drawer was tested using the test application with no further issues observed. The system functioned as intended after the field service engineer repaired the device.